Event description:
This case was initially received via regulatory authority (B)(6) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and blood pressure increased ("her physician prescribed her sick leave because of her elevated blood pressure (160/90) despite a treatment") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("allergy test that were positive to nickel cobalt and chrome"), dyspareunia ("external pain during sexual intercourse"), headache ("regular headache"), disturbance in attention ("concentration disorders / to be concentrated was more and more difficult"), loss of libido ("loss of libido until total loss"), nausea ("regular nausea that got worst every month"), vision blurred ("blurred vision"), musculoskeletal disorder ("she could not up arms to open drawers"), urinary incontinence ("urinary leaks"), fatigue ("fatigue"), gait disturbance ("had to stop her activities and walking became difficult and tiring"), contact lens intolerance ("could not bear contact lens anymore"), hypersomnia ("more and more difficult and to stay up") and muscular weakness ("could not lift up her arms to open drawers") and was found to have blood pressure increased (seriousness criterion medically significant). On (B)(6) 2017, the patient experienced acne pustular ("pimples in form of blotch on face that were very inflammatory and purulent"). In (B)(6) 2017, the patient experienced back pain ("pain beginning in back (intervertebral disk sprain)"), spinal column injury ("pain beginning in back (intervertebral disk sprain)"), rotator cuff syndrome ("shoulders (tendonitis on both)"), tendonitis ("tendonitis on hip"), arthralgia ("joint pain (knees, shoulders, wrists, ankles, cervical)"), myalgia ("muscular pain") and hypoaesthesia ("regular numbing in lower limbs"). The patient was treated with surgery (essure removal was planned for (B)(6) 2018) and kinesiology therapy. At the time of the report, the pelvic pain, blood pressure increased, allergy to metals, dyspareunia, headache, acne pustular, disturbance in attention, loss of libido, nausea, vision blurred, back pain, spinal column injury, rotator cuff syndrome, tendonitis, arthralgia, myalgia, musculoskeletal disorder, hypoaesthesia, urinary incontinence, fatigue, gait disturbance, contact lens intolerance, hypersomnia and muscular weakness had not resolved. The reporter provided no causality assessment for acne pustular, allergy to metals, arthralgia, back pain, blood pressure increased, contact lens intolerance, disturbance in attention, dyspareunia, fatigue, gait disturbance, headache, hypersomnia, hypoaesthesia, loss of libido, muscular weakness, musculoskeletal disorder, myalgia, nausea, pelvic pain, rotator cuff syndrome, spinal column injury, tendonitis, urinary incontinence and vision blurred with essure. The reporter commented: the patient was a sportsperson and had to stop her activities, walking became difficult and tiring. The kinesiology therapy did not relieve the pains. At work, to be concentrated was more and more difficult and to stay up as well. She could not lift up her arms to open drawers and could not do certain tasks. Actual state of the patient: her state did not improve and the symptoms intensified. Removal of essure was planned. Several medical consultation with blood work-up, anti-inflammatory, CT scan, pelvic ultrasound, kinesiology: results not provided. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: results: positive to nickel cobalt and chrome. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended on 11-dec-2018 for the following reason: correction: intervention required field was ticked. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.